Manufacturer narrative:
The returned s-ICD was analyzed and a review of device memory found that the device had reached end of life (eol) battery status on (B)(6) 2019. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a history of inappropriate shocks due to oversensing of noisy signals from transcutaneous electrical nerve stimulation treatment. The device was explanted due to a product advisory. No additional adverse patient effects were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.